Event description:
A customer reported experiencing a cartridge alarm 20 issue during the load process of their insulin pump. There was no adverse impact to the customer's blood glucose level, remaining below 500 mg/dl. Customer support assisted by instructing the caller on proper cartridge loading technique, but the alarm persisted, prompting the decision to replace the pump. The customer will use multiple daily injections (mdi) as backup therapy. A replacement pump with updated software was promptly arranged, and the customer was informed about the necessary steps for utilizing the new pump, returning the faulty one, and was provided with instructions for storage mode. The customer acknowledged and understood the instructions provided.